Manufacturer narrative:
H6 - investigation type 4110: lens work order search: no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens was implanted vertically but vault was still too high. Lens was intraoperatively implanted and removed. Problem was resolved. Cause of event was reported as unknown.